Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7075080, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI)#: (B)(4). Additional suspect medical device component involved in the event: model number/catalog number: sc-1232. Serial number: (B)(6), batch/lot number: 513207, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI)#: (B)(4). Block d2b: pro code (product code): qrb.

Event description:
It was reported that the spinal cord stimulator (scs) leads had multiple impedances. The patient underwent a scs replacement procedure. No further information has been obtained.